Manufacturer narrative:
Block d4, h4: were updated based off investigation results. Block h6: medical device problem code a0501 captures the reportable event of fiber tip detached. Health impact code f23 captures the reportable event of unexpected medical intervention. Block h10: investigation results the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 317 cm from the tip of the sma connector to the end of the exposed glass tip. The exposed glass tip appeared to have been detached/separated. Examination under magnification confirmed that the pattern on the tip is consistent with a fracture. The light from the sma connector was bright and round, indicating no fracture within the fiber connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the exposed glass tip was detached/separated and not returned. Additionally, light from the sma connector was bright and round, indicating no fracture within the fiber connector. It is likely that procedural handling of the device during use and interaction with the scope contributed to the detached/separated fiber tip. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) , 2021 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2021. The laser unit used was a versa pulse 100 watt laser console with the laser settings of 0.04 joules and 40 hertz. During the procedure, while advancing the laser fiber through the flexible ureteroscope, approximately 1 minute into laser firing, the fiber tip fractured. The fiber tip fell inside the patient's body and a grasper was successfully used to retrieve the fragment. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2021. The laser unit used was a versa pulse 100 watt laser console with the laser settings of 0.04 joules and 40 hertz. During the procedure, while advancing the laser fiber through the flexible ureteroscope, approximately 1 minute into laser firing, the fiber tip fractured. The fiber tip fell inside the patient's body and a grasper was successfully used to retrieve the fragment. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.